Event description:
Customer alleged that the power legs are not working. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsp-mcg, serial number/date code (B)(4) is approximately 6 months old. The owner's manual part number 1143190 rev j (nov-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6)female. The consumer resides at a nursing facility. Additional medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; the power legs stopped working half the way down. Medical staff assisted the user to prevent injury. The dealer observed that the actuator of the legs stopped working. The part is warranted and will be replaced. There is a potential for injury. MDR filed.